Manufacturer narrative:
A physio-control service representative evaluated the customer's device and verified the reported issue. The customer declined the repair and the device was returned without repair.

Event description:
The customer contacted physio-control to report blank display on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.